Event description:
It was reported via the implant patient registry that this valve model 290023mm was explanted after an implant duration of 13 years and 9 months due to degeneration leading to severe aortic stenosis (peak velocity 4.6 msec, mean gradient 56 mmhg) and severe transvalvular aortic regurgitation. As per surgeon's opinion, around 14 years is not premature but average length to structural failure. A valve model 3300tfx23mm was implanted in replacement. Patient was discharged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
H11: corrected data: corrected sections b5, b7, h10 (additional manufacturer narrative). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information obtained confirmed that the previously reported event had no indication from the physician that surgical valve prematurely failed or malfunctioned. The device performed as intended and failed due to progression of patient's disease. The event was not related to the edwards valve. As such, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Based on the information received the cause of the event cannot be determined; if additional information is received, a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this valve was explanted after an implant duration of 13 years and 9 months for unknown reason. An ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". A 23mm valve was implanted in replacement. No other information was provided. "Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".